Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6), 320-38-00 - 145-deg pe 38mm hum liner +0: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-06-38 - glenosphere 38mm: (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6) . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 4 month(s) and 4 day(s) post-operative of an initial right rtsa, it was reported via clinical study that the patient experienced instability / subluxation. Subject reported partial dislocation during yardwork. The patient self-treated with ice and rest. X-rays completed at outside hospital showing no concerns. The outcome of this event is considered resolved and the case report form indicates that this event is definitely related to the device and definitely not related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.